Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported difficulty deploying the clip was unable to be replicated in a testing environment due to the device condition, and a definitive cause could not be determined. The investigation determined the reported actuator knob detachment is related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that clip deployment was difficult and required troubleshooting outside of standard procedure to deploy the clip, which is considered medical intervention for the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully and the mr was reducted to 3. The second clip delivery system (cds) was advanced to the mitral valve leaflets, and deployment steps were started. It was confirmed that the arm positioner was in neutral. The release pin was removed, and the arm positioner was turned in the open direction until the release pin groove was fully exposed. The actuator knob was turned approximately 8 turns counterclockwise, and the delivery catheter (dc) fastener was released. The actuator knob was fully unthreaded and removed to verify that the mandril was rotated and retracted; however, the clip did not release from the cds. Strong movements with the cds handle were made, and the guide was moved from anterior to posterior and back. Several attempts were made, and the clip deployed. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.